Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation the most probable cause of this complaint is component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the ultrasonic bronchofibervideoscope exhibited a pinhole on ch-tube, causing a loss of water tightness. There were no reports of patient involvement.